Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported while the patient was on impella cp support, there was low pump flow, and the patient had bleeding. The staff gave blood products and withheld heparin. The source of the bleeding was unknown, and it was unknown if the suction events resolved. Later in august we received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured recurrent wide complex tachycardia with a "possible" relationship to the impella device used: ¿while in the cath lab, the patient went into a wide complex tachycardia. He received synchronized cardioversion with 300j x1. Rate decreased, however, wide complex rhythm persisted. Amiodarone gtt was also on for wide complex tachycardia seen in micu and cath lab, later discontinued.¿ the patient recovered with no sequelae.

Manufacturer narrative:
The investigation for the low pump flow, vascular damage, and ventricular tachycardia (vt) has been completed. The product was not returned for investigation. The root cause of the vascular damage - peripheral vessels cannot be determined as the source of the bleeding is unknown and there is no other sufficient clinical details. The clinical stated that there were continued suction alarms with confirmed position. The lv was extremely small due to inflammation. The data logs show that there is continuous suction throughout the case along with some positioning alarms and a trend in the placement signal. The motor current is very flat throughout the case, and the flows were within specification as the patient was on p-2 throughout the case. Towards the end of the case there is one instance of a motor current spike with elevated flows but then they leveled out. Suction remained for the entire duration. Based on the data logs and the clinical information provided, the root cause of the low pump flow is most likely due to the patients condition. The root cause of the vt could not be determined without additional clinical details. The instructions for use for the impella cp with smartassist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.